Event description:
It was reported that the pump alarm went off ¿a couple of years ago¿ due to medication running out and the patient ¿almost died¿. The type of medication being delivered via the device system at the time of the event was not provided; however, at the time of the report the patient¿s device delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).